Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery does not charge. The customer reported there was no patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).